Manufacturer narrative:
No injury reported. User alleges they smelled a burning smell the bed would not work, and they unplugged the bed. MFR spoke with dealer and was advised the bed has not been serviced for two years and likely is in need of service. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed. MFR is attempting to obtain product for inspection. Filing solely on the user's allegation of a burning smell.

Event description:
The consumer alleges she smelled an electrical burning smell when using the bed. No injury is alleged.